Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data file was provided for review. The customer's report was observed during review of the data file. The software upgrade will be installed to remedy the problem. Analysis for reports of this type has not identified an increase in trend.